Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient developed redness underneath the sensor pod area only. Prior to sensor insertion the area was cleansed with soap and water. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (cephalexin unspecified dosage) for the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Investigation findings - 4112 analysis of information provided by user/third party.